Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, self test and active current measurement. However, insulin pump received unexpected battery power loss, failed sleep current measurement and long trace displays low battery alert less than a week, problem isolated to electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump received low battery alarm and replace battery alarm. This was the second occurrence of replace battery now alarm within 8 hours of low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.